Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating their son dropped his toothbrush handle, and a piece of the metal pin for the brush head broke off in the process. He could still use the toothbrush, but it did not take long for the brush head to be in his mouth and the vibrating hand piece in his hand. No injury was reported.